Event description:
It was reported the patient was due for a replacement soon and the patient has had difficulties with the pump flipping as well as issues with refill. It was noted the patient used to have home infusion come to the home and refill the patient while he was lying in his bed, but now the patient was getting refilled while sitting in his chair. It was further reported the patient was ¿having reactions¿ when filled while in the sitting position. The pump was being used to deliver baclofen. It was further reported the patient has had pumps for ten years and was getting a replacement this month. It was noted that the patient has had pumps that flipped and the patient¿s mother was concerned with the lack of consistency with how the pump was filled and with her son¿s reaction. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_cath, serial# unknown, product type catheter. (B)(4).